Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that immediately following intubation of a patient with a smiths medical portex® blue line ultra® tracheostomy tube air leakage occurred. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation- the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. One used device was returned for evaluation. The device was given functional testing to check for cuff leakage. The testing performed showed the device cuff had deflated. Further examination determined the leak source was the inflation line. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: basic assembly, packaging and deflation/inspection. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The devices also passed functional testing with no leakage. The investigation was unable to establish the cause of the leak identified.